Event description:
Pt reported the infusion device has not properly provided e4 occlusion errors for the past 10 days. She has experienced hyperglycemia of 400 mg/dl as a result. She has changed the accessories and delivered a correction to treat hyperglycemia, but her blood glucose continues to elevate. She requires 24-48 i.e. Of insulin per day. She has not had an infection or started new medication. The infusion device was exposed to water but was not exposed to electromagnetic fields. Her normal blood glucose is 130 mg/dl. She did not require treatment from a health care professional or second party to address the issue. The accessories were discarded and will not be returned for evaluation. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.